Event description:
Caller reported a malfunction on the pump after accidentally swimming with it. The malfunction did not cause the blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer service arranged to replace the faulty pump, and the caller, who currently has no backup insulin therapy, will contact a healthcare provider. The customer understood the requirement to put the old pump into storage mode and return it using the provided shipping materials. Replacement pump with updated software was sent, and training information will be accessible in the tandem source account.